Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose of 44 mg/dl. The customer got new transmitter and it was not connecting to her phone. The customer did not provide any other information. The device will not be returned for the analysis.